Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a male patient, after removing the puck and placing the electrode pads in position on the patient, the device displayed an error message. The complainant did not indicate what the error message was on the screen, but did indicate that it was a pad problem. Complainant indicated that the patient subsequently expired, however it was not a result of the reported malfunction.